Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the camera head had no image during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to d3. D3: corrected the manufacturer information. The olympus service center confirmed the customer's event of no image due to a faulty charged coupled device (ccd). In addition, technical defects such as an exposed metal sheath due to cut on the cable and a faded serial plate label. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty ccd. However, the specific root cause of the faulty ccd could not be determined at this time. Olympus will continue to monitor field performance for this device.